Manufacturer narrative:
The device was returned and evaluated and was confirmed as foreign object came out of the nozzle. Additional findings include; due to clogging of nozzle, air supply volume and water removal ability did not meet the standard value. Due to wear of angle wire, bending angle in up direction the play of u/d knob did not meet the standard value. Adhesive on bending section cover had a chip and a crack. Adhesive around objective& light guide lens was peeled. Due to wear of flexibility adjustment ring, flexibility adjustment function did not work. Switch one had a cut. Light guide lens had a crack. Plastic distal end cover had a scratch. Connecting tube had a scratch and a wrinkle. Due to adhesive peeling around objective lens, streak of flare appeared in the image. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there were air/water flow issues with the colonvideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no time lag between the end of clinical use and the start of precleaning. The customer flushed the air/water nozzle with water and air. The customer checked the condition of the air/water channel cleaning adapter and found no problems. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the reported event (air/water flow issues): the reported event was observed during a diagnostic colon examination procedure. It was observed that when trying to inflate the inside of the body by supplying air, it was difficult to inflate. The intended procedure was completed. Reportedly, the subject device was inspected before use.